Event description:
It was reported during implant, the right ventricular (rv) lead had impedance greater than 4000 ohms upon analyzer testing. It was noted that two different analyzer cables were used for the testing. The rv lead was removed and a new rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism.